Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. Sometime after insertion, the mobile device displayed an estimated glucose value (egv) of 250 mg/dl. However, the patient¿s actual bg was 20 mg/dl, resulting in loss of consciousness. The patient¿s husband called 911, and paramedics arrived shortly thereafter. At that time, the bg was 30 mg/dl, while the mobile device showed an egv of 300 mg/dl. The patient was administered 3 mg of baqsimi by paramedics. Although paramedics recommended hospital transport for further evaluation, the patient declined. Paramedics remained on-site for approximately 30 minutes to monitor the patient¿s condition. A final fingerstick reading before their departure showed a bg of 120 mg/dl. The patient uses an insulet omnipod 5 in a modified closed-loop system. At the time of this report, the patient is reported to be doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid were taken before and when the paramedics arrived. There was not a complete set of reported glucose values available to search within the parkes error grid calculator before the paramedics left. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.